Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: (concomitant medical products and therapy dates) should have been reported in initial report. Correction: (date of event) should have been (B)(6) 2017.

Event description:
It was reported that the system was explanted due to infection. The patient had presented in hospital with redness and an open lesion at the surgical incision. There were no patient complications and patient was put on antibiotics.